Manufacturer narrative:
The patient was born on an unspecified date in 1976. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was related to poor environment or source of water. On the same day as onset of the event, the patient was hospitalized for the peritonitis. Treatment for the event of peritonitis was not reported. At the time of this report the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available as the reporter has declined to provide further information.